Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information provided: on what tissue type was the device used? Rectum. What was the quality of the tissue? Fibrosed tissue. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Heard the "click". Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? "Possibly" pt had an initial hartmanns. How was it confirmed that the device was fully fired? Crunch, plastic to plastic. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to close - higher forces to close. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes, ¾ turn to open and then another additional ¼ . Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)?surgeon did a pr - no anastomosis. Is there any other additional information you would like to share about this device, procedure, patient or physician? Hand-sewn colo-anal anastomosis at day 1 post op. What purse string technique was used or what purse string technique does this surgeon normally use? Hand-sewn, inside outside full thickness continuous purse string. Was the spike of the trocar inserted lateral or through the staple line? Through apex of the rectum. How thick was the tissue, was it evenly and tension-free distributed in the instrument? Thick tissue - evenly distributed. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? No. Was the device completely fired? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a reversal hartmann's procedure, the patient stoma was released. The colon was mobilized to approximately the rectum. The patient had previous anterior resection for trauma and therefore the tissue was thickened in the area of the rectum. A purse string was performed with 2/0 prolene at the proximal end. The device was opened and the anvil was inserted into the colon at the proximal end and tied with purse string. The gun was lubricated and inserted at the anus. The trocar was advanced to the fully opened position and attached. The device was closed down to the middle of the firing range "green" bar. After a full 60 seconds - waited for tissue exudation - the surgeon was concerned about the thickness of the rectal stump. The crushing sound of the washer was heard. The safety button was replaced into its position before the gun was opened with 3/4 turn of the closing knob. The cdh was the fish-tailed, but the gun would not come out. It felt as if the gun was stuck. The surgeon opened the closing knob with an additional 1/4 revolution in order to see if he could now remove the stapler, it still would not come out. The surgeon then decided to release the safety and advance the knife. The safety was placed back again, the stapler fish-tailed and finally there was a bit of a "give" and the stapler come out. The donuts were checked, 2 complete donuts, "normal" thickness proximal donut, and a very thick "distal" donut. Anastomosis not intact, in actual fact, no staple line, proximal colon wide open as well as distal rectal stump. The surgeon said he saw staples in the open rectal stump, but could not tell if they were properly formed. Catheter was placed in patient's rectum and stoma formed.